Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that the failure condition was observed intermittently but could not be verified. The mfc connector was replaced to reduce the probability of reoccurrence. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.